Event description:
The customer reported that this multigas unit intermittently stops taking readings. The unit was not in patient use at the time.

Manufacturer narrative:
The customer reported that this multigas unit intermittently stops taking readings. The unit was not in patient use at the time. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. Additional device information: d10 concomitant medical device: the following device(s) were used in conjunction with the multigas unit: cu-192r (g9): model #:cu-192r. Serial #: (B)(6). Device manufacturer data: 01/08/2019. Unique identifier (UDI) #:(B)(4). Returned to nihon kohden: no.

Manufacturer narrative:
Details of complaint: the customer reported that this multigas unit intermittently stops taking readings. The unit was not in patient use at the time. Investigation summary: the device with the reported issue was not returned for evaluation. This is a known issue and is linked to wear and tear of the motor. Additional device information: d10 concomitant medical device: the following device(s) were used in conjunction with the multigas unit: cu-192r (g9): model #:cu-192r, serial #: (B)(6), device manufacturer data: 01/08/2019, unique identifier (UDI) #: (B)(4), returned to nihon kohden: no. Additional information: b4 date of this report, g3 date received by manufacturer, g6 type of report, h2 if follow up, what type? H11 additional manufacturer narrative.

Event description:
The customer reported that this multigas unit intermittently stops taking readings. The unit was not in patient use at the time.